Event description:
Pt had cardiac arrest. The paramedics were called in, pt was defibrillated at the scene without success. On the way to the hospital pt was defibrillated again which caused a spark, ignited a fire, which burnt the blanket and the oxygen resuscitator caught fire. The pt's hair and face, were burnt. They suffered first and second degree burns. Pt was pronounced dead at the hospital.